Manufacturer narrative:
The device is not expected to be returned for evaluation, and the customer¿s allegation cannot be confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a b30 scope communication error occurred while using the endoeye flex 3d deflectable videoscope. The issue occurred after the procedure was completed with the same device, and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: a) temporary short circuit (contact failure) of the ccd cable in the wiring part of the video connector. B) temporary failure of the ccd or video connector board due to handling such as - the system ground wire was not connected. - the video connector was plugged or unplugged while the system was powered on. - dirt or moisture adhered to the video connector contacts. - non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.